Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in a procedure. The exact procedure sate is unknown. It was reported that, the balloon would not deflate in order to remove it through the endoscope. No further information has been obtained despite good faith efforts. There were no reported patient complications as a result of this event.